Event description:
Patient additionally reported right side pain, and "in the right breast there is the impression of an intracapsular rupture with fluid seen between the internal and external capsules.... Bi-rads 2 benign findings, bilateral breast reconstruction. Appearances consistent with right intracapsular implant rupture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Event description:
Patient reported, right side rupture. And exchange from textured to smooth, due to concern with the product. Patient has further reported, the rupture was diagnosed by ultrasound. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, unknown side rupture. And exchange from textured to smooth, due to concern with the product. Device remains implanted.